Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. R781 failures have been observed to be due to external defibrillation. There is no indication that the monitor malfunction caused or contributed to the patient's passing as the device was shut down while the patient was in a non-treatable rhythm.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the liifevest. The patient was reportedly in the hospital at the time of passing. Clinical review of the patient's download data revealed that prior to passing, the patient received an inappropriate treatment from the lifevest. At 21:29:31, the patient received the treatment. The patient's rhythm at the time of the treatment was supraventricular tachycardia (svt) at 130 bpm with motion artifact. The post-shock rhythm was also svt at 130 bpm with motion artifact. Motion artifact and amplitude oversensing contributed to the false detection. The response buttons were not pressed during the event. The lifevest was shut down immediately after the treatment was delivered. No further monitoring from the lifevest was possible due the device being shutdown.